Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the electronic module of the ICD was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 25 months, it was reported that the device could not be interrogated. The ICD was explanted, the lead was capped and left in situ. Furthermore it was reported, that back in (B)(6) 2014 a possible lead defect had been assumed due to home monitoring messages. But the customer reportedly preferred not to intervene. Longer detection was programmed. In (B)(6) 2015, the patient exhibited inappropriate shocks. Again intervention was not carried out.